Event description:
Device 2 of 2. (Refer to MFR's report number 1627487-2009-00135 for device 1). Pt system was implanted in 2009. System was explanted six months later, due to pt reporting pain in thoracic area.

Manufacturer narrative:
Eval for device 2 of 2. (Refer to MFR's report number 1627487-2009-00135 for the eval of device 1). Eval results: the ipg was returned with stimulation on approx 15 bars. There was reddish discoloration at the upper septum and the lower septum had damage. There were instrument marks on the ipg antenna cover and scratches on the rear of the ipg can. No other visible anomalies were noted. The device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: -the report of pain in thoracic area could not be confirmed. The ipg passed functional testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.